Event description:
User facility reported that when they attempted to insert the listed device into the patient, the needle bent. After the needle bent, the device could not be used with the patient and the device needle could not be captured into its safety mechanism. No adverse effect to patient or user reported.

Manufacturer narrative:
Device evaluation: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.